Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary drawer 4.2 had failed. Attempts to load and refill the drawer were unsuccessful, restore storage space actions did not resolve the issue, and rebooting the device also did not correct the problem. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the customer had a failed pocket that could not be recovered. The fse assisted the customer in recovering the pocket, after which the customer tested the station and found it to be functioning satisfactorily. The system functioned as intended after the field service engineer investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4.2 had failed. Attempts to load and refill the drawer were unsuccessful, restore storage space actions did not resolve the issue, and rebooting the device also did not correct the problem. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.